Manufacturer narrative:
A device history record (DHR) review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid artery stenting (cas) surgery, a precise pro rx ous carotid system, 5f, 8mm x 40mm, 135 cm self-expanding stent (ses) failed to release the carotid artery stent in the patient so the surgeon gave up on the release. After withdrawal of the entire system, they found that the rapid exchange (guidewire exit port) was fractured. There was no report of patient injury. The patient was diagnosed with right carotid artery stenosis and left vertebral artery stenosis. The length of the lesion was 1cm. Details regarding patient anatomy include 85% stenosis. There were no damages or anomalies noted on the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There were no anomalies noted during the prep of the device. There was no difficulty advancing the device through the vessel. The device was never in an acute bend. Force was not required when using the device. The device will be returned for analysis.

Manufacturer narrative:
Upon further review this complaint does not meet the criteria for medical device reporting since the device outer sheath was reported to have been cracked and not the guidewire lumen. A crack in the outer sheath is not considered a reportable malfunction. Therefore, this file has been deemed not reportable. No further reports will be forthcoming.